Event description:
It was reported the balloon ruptured on the first inflation during an arteriovenous fistula graft dilatation procedure of an extremely calcified and tight lesion. Withdrawal attempts of the balloon catheter resulted in detachment of the balloon material in the pt. No further info regarding the circumstances surrounding this event are available. The pt underwent surgical retrieval of the balloon material and subsequent graft revision. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated the lesion was extremely calcified and tight. The co believes the above factors may have contributed to this event. However, without evaluating the device, the co. Is unable to determine the exact cause for this event. Directions for use: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."